Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 61 mg/dl. The customer was admitted to the hospital for a week. The customer low blood glucose cause seizures/convulsion which cause some damaged to his back. The hospital does know the caused of the reaction. The customer declined to troubleshoot and will call back later in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.